Manufacturer narrative:
Method: device not returned. Health care provider has indicated in his response that the device will not to be returned because it has been contaminated with (B)(6), (B)(6). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to the patient's young age at time of implant, and the multiple comorbidities, this patient was more than likely predisposed to early valve deterioration.

Event description:
Reportedly the device was explanted after a duration of approximately 4 years, 9 months (57.23 months) due to calcification, stenosis, and dyspnea. Per the customer report "dyspnea - mitral leak - big prolapsus." The surgeon's response also indicated that the patient had a history of (B)(6) and (B)(6). Per the translated operative report, two of the three cusps are totally immobilized due to calcification, no perforations, no vegetations, no abscess.